Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging her father's onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the daughter on (B)(6) 2011 and obtained the following information. The reporter claimed that the alleged issue began on (B)(6) 2011 in the afternoon at an unknown time. The patient reportedly obtained the following results on the subject meter '61, 104, 61, 116, 79, and 127' performed greater than 20 minutes apart. The patient reportedly manages his diabetes with januvia 50mg once per day, glyburide 5mg and metformin 500mg twice daily. The reporter informed the msss that the patient continued with his usual diabetes management routine in response to the alleged issue. The reporter claimed that two days later the patient developed symptoms of 'shaking, sweating, weakness' and advised the mss that he self-treated with food and felt better immediately afterwards. The reporter could not specify which results reflect the tests performed on the day of his symptoms but claimed the readings did not reflect his symptoms. The patient reportedly did not test on another device. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct; samples were obtained from the same approved site. A control solution test was not performed since the patient did not have any available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (11/18/2011)-device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.